Manufacturer narrative:
Additional information: b5: on (B)(6) 2024 the lens was exchanged for a same length different model lens. This resolved the problem. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -6.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens returned with moisture and residue/debris on product in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).